Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert "triggered" for high rate of non-sustained ventricular tachycardia (nsvt) episodes and due to the sensing integrity count. It was also reported there was over-sensing of the p waves during the high rate nsvt episodes. Re-programming was performed, the lead remains in use and no patient complications have been reported as a result of this event.